Event description:
During a laparoscopic sigman procedure the instrument did not fire, did not cut or staple even with 3 reloads. Another same like device was used to complete the case. There were no adverse consequences to the patient.